Manufacturer narrative:
Investigation summary: with the available information bsc concluded based on analysis results that the as reported event of burning smell, audible noise and failure to power-up is confirmed. The console over heated when turned on. The laser power supply (lps) was over taxed in an effort to keep the console cool, thus an electrical fault developed causing the fuses to blow. The 2 fused fuses identified in the lps probably due to the lack of cooling water in the console. The burning smell and popping sound was due to components popping on the voltage select board (vsb). The laser power supply and the voltage select board were replaced, and the console is performing as intended. Device history record/service history record review: the device history record (DHR) review and service history record review was completed and confirmed that the console was released from manufacturing on 13 august 2018 and the console was fully functional with no issues. Labeling review: a review of the device instructions for use (IFU) and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. Device technical analysis: the service repair was performed on site by the field service engineer. The console was verified, and 2 fused fuses were identified in the laser power supply. It was also verified that the console cooling system had no water in it. The fuses were replaced. The console was turned on and popping sound and burning smell came from the console. The burning smell and popping sound were due to components popping on the voltage select board. The laser power supply and the voltage select board were replaced. The console electrical safety test passed, and the console works properly according to manufacturer specifications. The replaced lps has been received and analyzed by the manufacturer. It was identified that the lps was enclosed in a metal enclosure with no opening to inspect the inside of the unit. The external visual inspection found it in over all good physical condition. No physical damage was observed. During functional testing, the lps did not turn on. Investigation conclusion: based on analysis results, a probable cause of cause traced to maintenance was assigned to this investigation.

Event description:
It was reported that during equipment maintenance, the console would not turn on. The equipment was verified and two fused fuses were identified in the laser power supply (lps); it was also verified that there was no water or liquid, it was dry. Corresponding values fuses were obtained, two fuses were installed in the lps power supply and when turned on, there was a pop sound and a burning smell emitting from the voltage selector. There was no patient involved.

Event description:
It was reported that during equipment maintenance, the console would not turn on. The equipment was verified and two fused fuses were identified in the laser power supply (lps); it was also verified that there was no water or liquid, it was dry. Corresponding values fuses were obtained, two fuses were installed in the lps power supply and when turned on, there was a pop sound and a burning smell emitting from the voltage selector. There was no patient involved.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device service report revealed that the fault was most probably due to the lack of cooling water in the console. The console over heated when turned on. The lps power supply was over taxed in an effort to keep the console cool, thus an electrical fault develop causing the fuses to blow. Replacing the fuses completed the power circuits. Power ran through the weaken components on the voltage supply board (vsb) and caused them to blow. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to maintenance. The customer was not checking and refilling the di water in the cooling system.

Event description:
It was reported that during equipment maintenance, the console would not turn on. The equipment was verified and two fused fuses were identified in the laser power supply (lps); it was also verified that there was no water or liquid, it was dry. Corresponding values fuses were obtained, two fuses were installed in the lps power supply and when turned on, there was a pop sound and a burning smell emitting from the voltage selector. There was no patient involved.